Manufacturer narrative:
Section h3, h6: the navio handpiece p/n pfsr110137, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Numerous handpiece tests were completed and a mock case. The drill locked into the handpiece and remained locked into place. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with improper assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio assisted tka surgery, the navio handpiece was not locking the drill properly and had some abnormal noise. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial number (B)(6) , used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with mechanical failure of the drill locking mechanism, and internal motor performance degradation or failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a navio assisted tka surgery, the navio handpiece was not locking the drill properly and had some abnormal noise. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.